Event description:
An emergency angiography was performed for a high-risk non st-elevation acute coronary syndrome (acs), which revealed a critical lesion in the saphenous vein graft. The spiderfx was deployed distal to the lesion without difficulty. It quickly became apparent that the radiopaque tip of the wire distal to the basket had embolized into the distal native coronary. Multiple attempts at retrieving wire tip was unsuccessful. At the end of the case, the wire was lodged in a small distal branch of the obtuse marginal without impairment in antegrade flow. No clinical complications during hospital stay. Pt is at home doing well.